Event description:
Reporter stated, revision surgery revealed loosening of the acetabular shell. The superior portion of the acetabular insert rotated inferiorly inside the shell allowing dislocation. Both components were removed.

Manufacturer narrative:
Summary of evaluation: the component can not be evaluated as it has not been returned to co. Attempts to obtain the device have been unsuccessful. The device history records for the components were reviewed and no discrepancies were observed.